Event description:
A customer contacted baxter's (B)(4) asking for assistance ending therapy on the homechoice (hc) machine during fill 1. The home patient (hp) stated he had air in the patient line, so the baxter technical service representative (tsr) assisted the hp to end therapy. The hp would re-start with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated the cause of the alarm was unknown, but he thought maybe he was rushed so the setup wasn't completely primed. The hp completed therapy via manual exchanges. The hp stated he has been able to continue therapy on the cycler as usual, using the same transfer set with no further problems. The device was discarded, no companion sample was available, and the lot number was unknown. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available.